Event description:
Customer received result of 2.5 mmol/l on aviva system 1 and result of 5.4 mmol/l on aviva system 2 within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This medwatch report is for the suspect device used in system 1 (lot number 490508, expiration date 12/31/2012). (B)(4).